Manufacturer narrative:
The events of "lymphoma-alcl" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl; fluid in breast.

Event description:
Patient reported of having symptoms of swelling and pain in the left breast. Fluid was aspirated and tested resulting in the diagnosis of bia-alcl. Pathological markers cd30+ and alk- have been confirmed. The device has been explanted with a total capsulectomy. There was infiltration into the capsule (pt2) identified. The patient is in remission.